Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) customer service engineer (cse) was dispatched to the customer site. The fse replaced the reagent probe 3 (r3) and the aliquot probe. The cse ran sample transfer module (stm) testing and ran quick check and quality control (qc). The cse returned for a follow up visit and verified tbil recovery by running 406 complete metabolic panels (cmp) with repeats on any tbil over 0.8 from the aliquot plate - all results recovered within manufacturers specifications, sent detailed spreadsheet with individual recovery to customer, and verified instrument by running quick check and qc. The system was returned to normal operation. The instrument was fully functional on departure and the issue was resolved by the actions performed by the cse. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discrepant, falsely elevated total bilirubin results were obtained on three samples using the dimension vista 1500 instrument. The initial results were not reported to the physician. The tests were repeated on an alternate dimension 1500 and the results were lower. The repeated results were reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discrepant, falsely elevated total bilirubin results.